Event description:
It was reported that the intra-aortic balloon (iab) was inserted in 2008 without incident. In the next day, "they noticed there was some blood inside the gas line." As a result, the md "tried to remove the iab but the tip of the catheter was difficult to be removed. The patient was taken to surgery, and the iab was surgically removed. After the iab was removed, the staff noticed "around 6-7cm point from the catheter tip was kinked in the shape of a z. Another iab was inserted.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.